Event description:
Report received of a possible over-delivery. It was reported that the pt has an epidural catheter that was tunnelled to an unspecified flank area in a surgical procedure to deliver marcaine to "deaden the nerves around the knee area". The pt was receiving the therapy at home, that was to last for 6 weeks. The marcaine was being mixed to deliver 0.125% marcaine at 10ml/hour orginally and was decreased to 8ml/hour on 8/24/00 and again to 4ml/hour on 8/24/00. The pt had been on crutches at home during the therapy. It was reported that on wednesday, the pt began to experience increased numbness and tingling in their leg and hip (side unspecified). The doctor instructed the pt to turn the pump off. When they attempted to turn the pump off, it alarmed with a malfuncton 16, and the pump would not turn off. The pt reportedly removed the batteries and unplugged the pump from the wall outlet. The doctor felt "the reason for the numbness could be either catheter migration, incorrect concentration of medication mixed by the pharmacy dept or an overdelivery by the pump". The nurse stated that they have had "no problem with the pump malfuntioning", but it was decided to replace the pump when a new pump was available three days later. Though requested, there was no further info available.